Event description:
The customer called to report multiple no delivery alarms during bolus deliveries. Troubleshooting was performed, and the insulin pump passed the prime test. However, the customer also reported a motor error alarm. The customer changed the infusion set, and received another no delivery alarm. The customer declined further troubleshooting. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to perform the excessive no delivery test due to the prime anomaly.